Event description:
It was reported the customer experienced high blood glucose levels. Pump passed delivery check system. Customer is currently off the pump.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.